Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70 serial/lot: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30 serial/lot: (B)(4). Description: infinion splitter 2x8 kit 30 cm the returned devices were analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.